Manufacturer narrative:
This report is filed on november 30, 2016.

Event description:
It was reported that the patient experienced a skin flap infection and was treated with oral and topical antibiotics (date and duration not reported). The patient also experienced extrusion of the receiver-stimulator resulting in the decision to explant the device. The device was explanted on (B)(6) 2016, re-implantation is planned but has not taken place as of the date of this report november 30, 2016.